Manufacturer narrative:
Medtronic investigation of suspect returned battery tray assy2 was unable to replicate the reported issue. Visual inspection results normal scuffs from normal use. There is no expansion, leaking, fusing or corrosion. Both fuses good. Bench testing was performed at normal room temperature. Both batteries measured greater than 13.00 vdc, for a total of 26.29vdc. This is within the expected range of +21v to +28v dc. No problem found. Medtronic investigation of suspect returned battery tray assy4 finds that the reported issue was confirmed: seven trays presented. Visual inspection results normal scuffs from normal use. There is no expansion, leaking, fusing or corrosion. All fuses good. Bench testing was performed at normal room temperature. Six (6) trays (trays 1 and 3-7) each battery measured between 12.5 vdc and 14 vdc for a tray total of between 42vdc and 56vdc as expected. Tray 2 batteries 3 and 4 were between 12.5 and 14 vdc as expected. Battery 1 of tray 2 measured 7.06 vdc and battery 2 of tray 2 measured 7.24 vdc for a tray total of 40.79vdc which is below the acceptable range of 42vdc and 56vdc. Two batteries in tray 2 are low. The reported issue was confirmed to be caused by an electrical failure. The charger enclosure was returned and is currently under analysis.

Manufacturer narrative:
Investigation of returned suspect charger enclosure confirmed the reported problem. While powering up charger enclosure it was observed that charger board located in slot 2 had low power output (approximately 10 watts). Upon further investigation it was found that the board in question and the rest of the other charger board were loose. After reseating all the board the problem was gone; unit works fine now. Additionally, the charger enclosure chassis was bent on one of the corners. The reported issue was confirmed to be caused by an electrical failure due to the loose connections.

Manufacturer narrative:
Return requested. Replacement devices shipped to site: battery tray assy4, battery tray assy2, and charger enclosure . No parts have been received by manufacturer for analysis. On 03/24/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Found defective battery cell inside tray 2, measured 16.79 volts and j10 connector loose and stand-offs not tightly secured. Replaced all batteries and charger assy. Issue resolved. System performed as intended.

Event description:
A medtronic representative received a report from a site that their imaging system became unresponsive while being moved. The site reported that the battery level gauges on the imaging system became red and the system shut-down and cannot be turned back on. No further details regarding this issue, were provided. There was no patient present when this issue was identified.